Event description:
The stryker service technician found that the trigger would stick in the run position; run on was confirmed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.